Event description:
It was reported that during a coronary stenting procedure, a balloon rupture occurred. The lesion was located in a moderately tortuous unspecified coronary artery. The 15mm x 2.25mm apex monorail balloon catheter ruptured upon inflation in the artery. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint unit has not been returned; therefore the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).